Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Optical sensor issue: since the pump was not returned for investigation and limited clinical details were provided, the cause of the dampened waveform could not be determined. False alarm: since the pump was not returned for investigation and clinical details provided were unclear as to what specific false positioning alarm was being reported, the cause of the false alarm could not be determined. High purge pressure: clinical details report a hpp event on 14/dec. At the time, the aic stand was sitting on the impella catheter for 5 minutes. The tpa protocol was initiated to troubleshoot. Data logs were reviewed and the high purge pressure event was confirmed on 14/dec. The purge pressure suddenly spiked to 1000 mmhg over a 1.5 minute period without any changes in mc. Within the first few minutes of the purge pressure spike, there were several quick drops to zero. Additionally, mc started to trend up, resulting in saturated flows. Roughly 1 hour after the initial pp spike, there was a mc spike with a ms deviation. Purge pressure returned to baseline in a stepwise fashion between 15-16/dec. Based on the signature of the rise in purge pressure seen in data logs along with clinical information provided that the aic stand was on the impella catheter, the cause of the high purge pressure was determined to be a kinked purge line. Saturated flow: clinical details report that the day after a high purge pressure event (14/dec/2025), the csc noted that pump flows were saturated. Tpa had been administered the day before to troubleshoot hpp, however, it had not yet resolved the issue. The patient remained on support through 3/jan/2026. Data logs were reviewed and confirmed that the high purge pressure event was due to a kinked purge line. Following the initial purge pressure spike, mc began to trend up, resulting in saturated flows. Roughly 1 hour after the initial purge pressure spike, there was a mc spike with ms deviation, indicating biomaterial ingestion. Product was not returned for investigation. Based on the signatures noted in data logs, the cause of the saturated flow was determined to be due to biomaterial buildup. Asae/hematoma: clinical details report that there had been a hematoma at the impella 5.5 access site since the date of insertion. No further details were provided, and product wasn't returned for investigation. Since insufficient clinical details were provided and the pump wasn't returned for investigation, the cause of the access site adverse event/hematoma could not be determined. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 48 yr old male was implanted with a impella 5.5 for support during high risk cardiac procedure. It was reported that a transthoracic echocardiography was performed to check impella placement as aorta signal appeared slightly damp and impella showed left ventricle placement alarm in white. A hematoma remained at the 5.5 axillary insertion site and was monitored every hour.

Manufacturer narrative:
Additional information has been provided in b3 (updated event date to new value: 11/15/2025). Additional codes were added in h6 (health effect-impact code and medical device problem code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.